Manufacturer narrative:
The endgripping forceps inserted through the trocar system was found to be blocked in less than 10 minutes.the device was not returned for evaluation. The trend analysis was considered acceptable. Currently no immediate corrective action is required. However, product is kept under continuous monitoring CAPA (B)(4). No further investigation is necessary.

Manufacturer narrative:
One partial device was returned. The forceps part of the instrument was missing from the cannula. Due to the sample condition we are unable to perform functional testing and are therefore unable to determine the root cause. We have reviewed our manufacturing records for this product and have not identified any issues or discrepancies with these records. The product is kept under continuous monitoring CAPA 859753. No further investigation is necessary.

Manufacturer narrative:
The device history record was reviewed, no deviation or issue were detected. The lot was manufactured according to specifications. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported that during retinal detachment surgery, the end-gripping forceps were blocked in the opening position in the trocar inserted in the patient¿s eye. The forceps were impossible to close, consequently, surgery time was increased. The open forceps were removed from the patient¿s eye. The user facility reported no clinical consequences reported as a result of this event.